Event description:
The event is reported as: complaint alleges that mouth pieces were received broken/cracked upon inspection. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.